Event description:
Customer claims that the alarm is not alarming when tested with new batteries during set-up prior to placing it into use with a pt. There was no pt injury that occurred.

Manufacturer narrative:
(B)(4). Alarm, failure to. Evaluation results: evaluation of the returned product found that the alarms mode button is missing; therefore, different modes cannot be tested. The tone buttons does not work. The battery springs are bent. The alarm does not sound. (B)(4).